Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58, implantable pacing lead, implant date: (B)(6) 2001. (B)(4).

Event description:
The patient called to report having a faulty device and wants it replaced. The patient also reported a complaint of pain around the implant site. Follow-up has been requested and not received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up was conducted and revealed the patient's device is functioning normally and battery level was at 2.82 volts at last check. There are no performance issues to report.